Event description:
Event description guidant received information from the patient that this pacemaker was not functioning as expected. The device was explanted and replaced with a competitor's device.